Event description:
Boston scientific received information that during the procedure to implant this device patient complications were experienced. The patient's blood pressure dropped and the physician noted a pericardial effusion. At that point they pulled about 1000 cc of blood from the pericardium and the patient's pressure stabilized. As a precaution, the patient was taken to the operating room as cardiac tamponade was suspected. A procedure was performed and they did not see more effusion and no tamponade was present. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--